Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by following the following description found in the instruction manual regarding the damage: "warning: do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a cut on connecting tube, water tightness lost, light guide bundle slipping down, due to wear of angle wire, bending angle in up direction did not meet the standard value, control unit corroded due to water leakage, video connector case dirty, video connector case scratched, video connector scratched, light guide connector scratched, protector of the video cable section scratched, video cable scratched, insertion tube rotation ring scratched, angulation lever scratched, universal cord scratched, grip scratched, universal cord sticky, up/down plate sticky, grip sticky, adhesive on angle rubber chipped, due to damage on charged coupled device (ccd unit), the image had white dots and connecting tube dented. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an uretero-reno videoscope, having insertion tube defect (deterioration of snake pipe). Upon inspection and testing of the returned device, the resin part of the scope image guide coil fell off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.